Event description:
It was reported that the health care professional (hcp) wanted to review atrial events on this pacemaker. Technical services (ts) reviewed the stored data and noted atrial undersensing, the p-wave amplitudes were low out of range at approximately 0.9 mv. As a result, atrial events were not consistently detected. The representative planned to discuss the findings with the clinic and arrange for in-office reprogramming. No adverse patient effects were reported. This pacemaker remains in service.